Manufacturer narrative:
Analysis was performed by philips authorized bench repair personnel which included actual testing of the device. The device was returned for bench repair, and the bench repair technician (brt) confirmed the device displayed a speaker malfunction error and no sound was coming from the device. The results of the analysis were that the speaker assembly was found defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective speaker assembly. The issue was resolved by replacing the defective part and the product is confirmed to be operation per its specification. The device was returned to the customer site. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter and reporting institution phone#: (B)(6).

Event description:
It was reported that the device was presented with a speaker malfunction error message. Patient involvement is unknown. There was no report of patient or user harm.